Manufacturer narrative:
Based on the claim against the product by the customer noting the tip-up fenestrated grasper instrument jaw was separated from the instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper was analyzed and found to have the main tube broken. A piece measuring proximately .398¿ x .118¿ was not returned with the instrument. The tip-up fenestrated grasper was found to have a broken grip cable at the distal end and a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Distal clevis was returned detached from the main tube with grip and pitch cables broken. The probable root cause of a broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis surgical procedure, the tip-up fenestrated grasper instrument jaw was separated from the instrument. A backup instrument of the same type was used. The procedure was completed with no reported injury.